Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Should additional information become available a follow-up medwatch will be submitted. A 510k number will not be provided in the medwatch as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Event description:
The patient's mother called to inquire about how the homechoice cycler operated. The patient was hospitalized for peritonitis. While the patient had 600ml dwelling in her peritoneum, the cycler proceeded to the fill cycle after only 14ml was drained at the initial drain. Therapy was continued and about 2000ml of peritoneal effluent was discharged at the first drain cycle. The patient's fill volume was 1200ml. This meets increased intra-peritoneal volume (iipv) criteria. The call center explained about a possibility that the initial drain alarm was set at 0ml or not set at all. The call center explained what would happen when the initial drain alarm was set higher than the actual drain volume. The caregiver will go to hospital the next day to confirm the initial drain setting.